Event description:
It was reported to covidien that a customer had a problem with a urology catheter. The customer stated that the balloon did deflate during pre testing. After placement in the pt, the balloon would not deflate.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.